Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported core break. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other hi-torque versacore guidewire is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, 65% stenosed lesion in the superficial femoral artery (sfa). An ht versacore mod j 260cm guide wire (gw) was flushed in the hoop tray without issue. Upon advancing a non-abbott terumo sheath, resistance was met with the gw and the sheath, and the gw was removed. It was noted that there was a gap in the gw coils however the gw remained in one piece. A second ht versacore mod j 260cm gw was flushed in the hoop tray without issue, however upon advancing into the patient anatomy, the physician noticed the same issue with this gw, there was a gap in the coils but it remained in one piece. There was no reported resistance advancing the second gw. The gw was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A 3rd, non-abbott gw was used to complete the procedure. No additional information was provided.